Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and keypad was not responding. The customer stated that no alarms occurred during or after the time that the buttons were not responding. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The customer advised to remove battery and insulin pump gave software error detected alarm. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.